Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm, approximately 9 years ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that currently there was disease progression with aortic neck dilatation. There was also disease progression of the iliac limb. A CT was performed three months ago and demonstrated there was stent graft migration of the bifurcated stent graft and there was proximal and distal type I endoleaks; however, it is unknown which stent grafts were the most distal. The aneurysm continued to expand due to disease progression resulting in a distal type I endoleak. The patient was treated approximately one month ago with an endurant aortic cuff which was implanted proximally to successfully resolve the migration. An endurant iliac stent graft was implanted distally to successfully resolve the distal type I endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (disease progression, dilated iliac artery), evaluation, conclusion: device failure/lack of effectiveness related to patient condition (disease progression and dilated iliac artery).